Event description:
It was reported by the customer that a pyxis medstation es system displayed a disconnected mode icon. The customer reported that there had been a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to network issues. A field service engineer found that the network cable was plugged into the wrong port. The field service engineer reconnected the network cable and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.